Event description:
It was reported that a spectrum infusion pump alarmed air in line repeatedly in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line repeats" was not reproduced due to a reload set alarm. Device was sent for air in line testing. Device did not pass due to constant reload set message. A review of the event history log revealed multiple "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found the ultrasonic sensor out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.